Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion did not meet the acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Slightly variable atrial and ventricular impedance measurements were recorded just prior to ert which may have contributed to the battery depletion. Analysis concluded this device did not meet expected nominal longevity, however the cause could not be determined.

Event description:
Boston scientific received information that during the follow up visit, interrogation of this device revealed end of life (eol) status with vvi 50bpm have been reached one month earlier. One year earlier, battery status was estimated at two years remaining with a magnet rate of 100 bpm. All daily measurements were normal. A review of the daily measurements revealed elective replacement time (ert) indicators had been reached approximately five months earlier. There was concern that the battery had depleted more rapidly than expected. The patient remains hospitalized and replacement is intended. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.